Manufacturer narrative:
This complaint is still under investigation.

Event description:
(B)(4).

Event description:
Came back from customer one part of the tip was missing. We do not know where the broken part is.

Manufacturer narrative:
Examination of the returned device confirms the reported instrument breakage in the form of tab fracture. A search of the complaints databases has identified a trend of this issue, reference (B)(4). Evaluation by depuy metrology, materials science, product development confirmed the issue, but found the product was made to specifications. A medical device correction notice was distributed on february 25, 2013 for all lots of the 2975-00-500 product code manufactured since december 2011. The notice indicated that depuy has identified the potential for the reclaim reamer extension tabs to break. The reamer extensions are not immediately being removed from the market and may continue to be used until a design change is implemented and new devices are available. Eco416771 design validation was implemented on march 4, 2013. Depuy product development is currently in process of redesigning the instrument to update the design and bolster its durability. The root cause is attributed to design. Monitor through trend analysis per sep-419.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.